Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high thresholds. Under fluoroscopy the lead showed dislodgement and no slack in the lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.